Event description:
It was reported that the pt had abdominal pain, increased blood pressure. The transit was normal the day following implantation. Blood count was normal and crp at 172. After a gastric probe implantation (suspicion of gastric dilatation), there is a total clinical improvement. Day 2, the abdominal pain reappeared, elevated white blood count 1496 and crp 322. A colonoscopy was performed. The results were some false membrane on the front of the stomach, effusion in low abundance under the left phrenic, no gastro stitch desertion and no band leakage. The band was explanted. Biologic samples pre and post operative were negative. No confirmation of band infection. Scanography and transit exam did not reveal leakage.

Manufacturer narrative:
Date sent: 12/16/2008. Info is unavailable; device was not returned for eval.